Event description:
A malfunction was reported on the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, successfully reset the pump using provided instructions and was informed to contact support again if the issue recurred. The customer understood and acknowledged these instructions.